Event description:
It is reported that upon opening, the locking screw for the surface was not in box, surgeon opened another one to use the screw.

Manufacturer narrative:
Evaluation summary: it is reported that the locking screw was not found inside the box upon opening it. No products or packaging were returned with the complaint for review. A definitive root cause cannot be determined at this time with the information provided. Evaluation: the device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected and packaged to specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.